Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-01-05. Investigation summary: bd received samples and 5 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm in shield, fm, and fm-ink with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded fm in shield, fm, and fm-ink with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 16 bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367846) from lot: 0142783: dirty cap ×14, fm in tube ×1, dirty tube ×1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 16 bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367846) from lot 0142783: dirty cap ×14, fm in tube ×1, dirty tube ×1".